Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. There were no button error alarms noted. Moisture damage was found on the lcd board. No moisture damage was found on the interface board, motherboard, or radio frequency boards.

Event description:
The customer reported via phone call that she has moisture inside her insulin pump. Customer took out the battery and let it dry. When she put the battery back in, she received a button error alarm. Customer's blood glucose was 137 mg/dl. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer stated that the pump was submerged in a cooler. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.